Event description:
It was reported that the radio opaque marker was detached. An accustick kit ii was selected for use. During the device preparation, outside the patient 's body, it was noted that the radio opaque marker was detached. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis and was inspected. The ro marker was observed in the device middle section and it was loose. Moreover, under microscope damage at the distal tip of the device was observed. This damage is located next to correct ro marker position. It is important to mention that evidence of correct ro marker colocation was observed at the device distal end section and it was measured in order to confirm the correct ro marker measurement. The results were within specification; consequently, the reported complaint was confirmed.

Event description:
It was reported that the radio opaque marker was detached. An accustick kit ii was selected for use. During the device preparation, outside the patient 's body, it was noted that the radio opaque marker was detached. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.